Event description:
Asr revision; asr resurfacing - right; reasons for revision: t84.03 mechanical loosening of internal prosthetic joint: component loosening (cup). Update 16 jan 2015: attached screenshot of all product details, rec'd scf, new revision date ((B)(6) 2014), added all product's exp dates. 17 jan 2015 - update - rcvd claimsuite from crawfords - double checked with more info to ensure if this was the same patient, added dp number, original implant date and new reason for revision. Date of revision on claimsuite shows one day different to the clinical trail info - 08 sept 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.